Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2022 for a follow-up after receiving inappropriate high voltage shock. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shocks for atrial fibrillations with rapid ventricular response (rvr). Programming changes were discussed but were not performed at this time. There were no adverse consequences to the patient.